Manufacturer narrative:
This report is submitted on september 15, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to pain at implant site. The patient was re-implanted with a new cochlear implant during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 02, 2022.